Manufacturer narrative:
Concomitant medical products: cmrm6133, absorbable envelope, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system that was implanted with an antibacterial absorbable envelope was explanted due to an infection. A hematoma developed a few days earlier. Then the patient experienced a fever and oozing at the incision site. Antibiotic treatment was provided and cultures were taken. No further patient complications have been reported as a result of this event.